Manufacturer narrative:
Block d2b: additional product code: qon. Block d4: UDI for concomitant product, tined lead: (B)(4). Block g4: additional premarket/510k: p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegation relates to pain and undesired sensations, stimulation-related which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Correction: block c2/d10: concomitant product/therapy.

Event description:
It was reported that the patient with this neurostimulator had multiple falls and has since experienced pain at the battery pocket site along with intermittent shocking sensations. A revision procedure was performed for the battery and lead. A follow-up call was made post-surgery, but the patient was unavailable. There were no additional patient complications.

Manufacturer narrative:
Additional product code: qon. Additional premarket/510k: p190006.

Event description:
It was reported that the patient with this neurostimulator had multiple falls and has since experienced pain at the battery pocket site along with intermittent shocking sensations. A revision procedure was performed for the battery and lead. A follow-up call was made post-surgery, but the patient was unavailable. There were no additional patient complications.